Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected, and it was found with a hole in the pebax and a reddish material. Magnetic sensor functionality was tested on carto and the catheter failed, error 106 was observed. A failure analysis was performed, and the catheter was dissected on the tip area; loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed and no internal action was found during the review. The customer complaint regarding force sensor error was confirmed. Improvements have been implemented to reduce force sensor internal issues. This issue is highly detectable by the physician. The root cause of the internal failure of the sensor and hole on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that during the procedure, every time they came on ablation, the force would spike up to 30 and there were no errors on the carto 3 system. The cable was replaced with no resolution. When the catheter was replaced, the issue resolved. The carto 3 system is operating per specs and is not responsible for the product issue. The customer determined the catheter to be the root cause of the complaint reported. The procedure was continued. There were no patient consequence. The customer¿s reported high force issues are considered not MDR reportable since the potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. On 9/2/2020, the bwi product analysis lab received the complaint device for evaluation. On 9/11/2020, the complaint catheter was inspected and it was found with a hole in the pebax and a reddish material in the pebax sleeve. Internal parts were exposed. These findings were reviewed and determined to be MDR reportable as a malfunction since the hole is evidence that the integrity of the device was compromised. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual inspection on 9/11/2020 and reassessed as MDR reportable.